Event description:
It was reported that high thresholds were observed on the rv lead. There were no other lead issues seen on the check- apart from the threshold rise. Programming changes were made and the decision was made to leave the lead implanted. The patient remains asymptomatic.